Event description:
Customer reported that the white plastic of the smartsite valve broke off exposing the blue valve. No further pt/event info is currently available, customer has not responded to request for add'l info.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted should the device be received for eval.